Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a minimally invasive wound. It was also reported that during the implant procedure the pacing lead exhibited placement difficulty. The pacing lead was attempted/not used. No further patient complications have been reported as a result of this event.